Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue of the burnt pins, but was able to verify the reported issue of physical damage. Visual inspection revealed the vent side lemo pigtail and fio2 retention nut was attached to unit with physical damaged. The lemo connector had a broken pin lodged inside pin#3 of lemo connector located on lemo receptacle connector. No additional abnormalities were found. Carefusion replaced the vent side lemo pigtail to address the reported issue.

Event description:
It was reported by the customer that the ventilator had a damaged pigtail at the lemo connector that appeared to have burnt pins. The customer also reported that there was no patient involvement.